Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system (left). Reason for revision : unknown.

Event description:
Reason(s) for revision :pain (not component loosening as previously reported).

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (left). Reason for revision : unknown. Claimsuite reference (B)(4). Update: hospital, surgeon, products & date of revision added as per (B)(6) update spreadsheet dated 21st dec 2011 & query email 15. Jan 2012 . Update: hospital name, revision date and added reason for revision. Received: february 13th 2013. Reason(s) for revision: component loosening - querying which component became loose. Update: amended revision reason. Received: february 28th 2013. Reason(s) for revision :pain (not component loosening as above).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 15134. Reason for original complaint ¿ asr revision asr xl acetabular system (left) reason for revision : unknown. Claimsuite reference 4740691 australia reference number: 5011463 update: hospital, surgeon, products & date of revision added as per (B)(6) update spreadsheet dated (B)(6) 2011 & query email (B)(6) 2012 attached. Update: hospital name, revision date and added reason for revision. Received: (B)(6) 2013. **reason(s) for revision: component loosening - querying which component became loose. Update: amended revision reason. Received: february 28th 2013. Reason(s) for revision :pain (not component loosening as above). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.